Event description:
Nellcor puritan bennett received a call from representative of user facility on 9/15/1999, who called to report the following problem: all leds on, constant single tone alarm. Found at bench testing.